Event description:
Revision surgery - due to the glenoid head disassociating; the taper of the baseplate was damaged.

Manufacturer narrative:
Corrected data: one of the concomitant lot numbers was entered incorrectly on the initial medical device report (MDR). It was intered as: 506-03-114, lot 83c1116. It should be: 506-03-114, lot 831c1116. Manufacturer narrative: the reason for this revision surgery was reported as dissociation after 1.7 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause for the dissociation was most likely the damage to the taper on the baseplate as reported. There are no indications of a product or process issue affecting implant safety or effectiveness.